Event description:
It was reported that a dexcom g7 continuous glucose monitor failed to maintain pairing with the ilet, showing warmup followed by repeated pairing prompts and subsequent sensor failure, and the user was instructed to re-enter the sensor code, reboot, disable other bluetooth connections, and ultimately replace the sensor, with a transfer to the cgm manufacturer for replacement coordination. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact, and blood glucose was not affected. Investigation included communication with the user, analysis of information provided by the user, and review of device interactions. Investigation of this case revealed an interoperability problem characterized by intermittent communication failure between the cgm and the ilet, with involvement of the cgm antenna and related electrical or magnetic components. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.